Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump locked up and was non responsive for couple of times. Customer¿s blood glucose was unknown. Customer stated that insulin pump did not received low battery alerts on time and will shut off within 2 to 3 hours. Customer also stated that insulin pump rejected new batteries frequently and motor makes grinding noises during rewind as well as received unexplained no deliveries several times. Insulin pump will not be returned for analysis.